Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available. Device manufacture date not available, lot number unknown.

Event description:
It was reported the abutment screw fractured inside the implant, the implant was removed.

Event description:
No further event information is available at the time of the report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. Applicable manufacturer¿s internal lot history records were reviewed to evaluate whether any internal deviations, non-conformances, or problems occurred during the manufacture of the lot, which could cause or contribute to the reported complaint condition. A review of other manufacturers complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. As part of each complaint investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, root-cause or most likely root-cause cannot be determined based upon the information provided. The reported product experience condition cannot be verified no physical evaluation can be performed as product was not returned to zest. The lot history records were reviewed and we were unable to find evidence of a manufacturing issue with the alleged product. The event is tracked and trended with no further actions taken at this time.